Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
The patient had revision surgery on (B)(6) 2017 due to trunnionosis, the stem, metal head and liner were explanted, a 36 head.